Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for a broken force sensor was detected during seating or regular delivery and critical pump error. Customer¿s blood glucose was 7.9mmol/l at time of incident. Customer states they are not able to rewind the pump. Customer advised to discontinue use of the pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with open book and critical pump error after battery installation. The pump had constant critical pump error alarm and pump error 35. Problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.